Manufacturer narrative:
(B)(4) date sent: 4/9/2025. Additional information received: it is difficult to definitively state this is a discontinuous device. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if this is the only view available it is difficult to definitively state this is a discontinuous device. And chance to get another view?

Manufacturer narrative:
(B)(4). Date sent 2/24/2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was implanted on (B)(6) 2018. The patient's device is disrupted.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2025. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for finished device lot 14615. A nonconformance was identified (nm398 in the legacy torax nonconformance system). The nm was related to out of specification male bead cases, which is related to one of the potential failure modes for the malfunction identified in this complaint.

Manufacturer narrative:
(B)(4) date sent: 2/10/2026. Additional information received: it was reported by nurse to the sales rep that the surgeon requested for an MRI and a chest x-ray on the patient. It became apparent that the device had malfunctioned, and a decision was made to remove the linx device on (B)(6) 2025. Patient mrn# (B)(6) was explanted on (B)(6) 2025 he completed all requested paperwork and submitted to j&j directly he forwarded all patient CT scans and x-rays someone at j&j offered him free replacement linx devices to implant after explants he does not know who that person was pt mrn# (B)(6) / explanted (B)(6) 2025 was not replanted. Malfunctioned¿ - the device disconnected - was no longer connected. No new linx was implanted - please review if necessary. I do not have any patient records or scans ¿

Manufacturer narrative:
(B)(4). Date sent: 2/11/2026. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point.